Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to be extended and retracted. It was noted that the lead was dislodged. The lead dislodgement was confirmed via fluoroscopy. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issues. As received, complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: section g2 - this should have been checked with "distributor".